Event description:
It was reported that this electrode was involved in the delivery of an inappropriate shock due to oversensing and low amplitude morphology measurements. X-ray taken showed the electrode may have looped and migrated from its original implant position. Surgical intervention was performed and no fracture was observed and the suture sleeve was tied down correctly and not on the sense b node. The electrode was explanted and replaced, no additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this electrode was involved in the delivery of an inappropriate shock due to oversensing and low amplitude morphology measurements. X-ray taken showed the electrode may have looped and migrated from its original implant position. Surgical intervention was performed and no fracture was observed and the suture sleeve was tied down correctly and not on the sense b node. The electrode was explanted and replaced, no additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.